Event description:
It was reported via repair work order that both siderails were damaged exposing sharp edges and that there was fluid intrusion. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported that the side rail was damaged with sharp edges. The transfer board was damaged with sharp edges. There was no issue with the side rails.

Event description:
It was reported via repair work order that transfer board was damaged exposing sharp edges and that there was fluid intrusion. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.